Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during a cataract/vitrectomy combination procedure the laser probe would not fit into the trocar cannula. The probe was replaced to complete the surgery with no patient harm.

Manufacturer narrative:
The 25 gauge illuminated flex curved laser probe was received and a visual assessment of the returned sample showed signs of excess adhesive on the cannula-nitinol junction. When the sample was inserted through a 25ga trocar it became stuck, replicating the reported event. The 25 gauge illuminated flex curved laser probe was manufactured on november 21, 2017. There were 1116 paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to ineffective removal of excess adhesive. The manufacturer internal reference number is: (B)(4).